Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm during fill tubing. The customer replace plunger and push reservoir manually but insulin did not exit. After filling reservoir and connected tubing customer got insulin flow block alarm. The customer was advised that the issue was resolved after changing reservoir. No harm requiring medical intervention was reported. The issue was not resolved the insulin pump will be returned for analysis.